Event description:
During lead revision, a crack on the top of the generator by the screw was observed; blood was also observed in the generator. Concern for patient safety so generator replaced. Generator returned to manufacturer.